Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("organ and/or tissue perforation/device migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), infection, menstrual disorder ("menstruation issues"), pelvic pain, pain ("physical pain") and anxiety ("emotional anguish"). Essure was removed. At the time of the report, the fallopian tube perforation, infection, menstrual disorder, pelvic pain, pain and anxiety outcome was unknown. The reporter considered anxiety, fallopian tube perforation, infection, menstrual disorder, pain and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("organ and/or tissue perforation / device migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues"), pelvic pain ("pelvic pain"), pain ("physical pain") and anxiety ("emotional anguish"). Essure was removed. At the time of the report, the fallopian tube perforation, infection, menstrual disorder, pelvic pain, pain and anxiety outcome was unknown. The reporter considered anxiety, fallopian tube perforation, infection, menstrual disorder, pain and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('organ and/or tissue perforation / device migration') and pelvic adhesions ('pelvic adhesion') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included uterine prolapse, prolapsed cervical disc, vaginal odor, withdrawal bleeding irregular, bacterial vaginosis, vaginal itching, vaginal mucosal blistering, candida vaginal, herpes simplex keratitis, vaginal burning sensation, paratubal cyst, right lower quadrant pain, chills, abdominal pain, cholelithiasis and hemostasis. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2011 for birth control as well as nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("physical pain / pelvic pain"), anxiety ("emotional anguish/mental anguish"), mood swings ("hormonal changes describe: mood swing"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), back pain ("back pain") and pelvic adhesions (seriousness criterion medically significant), 22 days after insertion of essure. On (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/ heavy bleeding"). On (B)(6) 2012, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal of essure inserts and lysis of adhesion). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, menstrual disorder, anxiety, mood swings, vaginal infection, depression, dysmenorrhoea, vaginal discharge, weight increased and pelvic adhesions outcome was unknown, the pelvic pain and back pain was resolving and the menorrhagia, migraine, nausea, dyspareunia and fatigue had resolved. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic adhesions, pelvic pain, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 123 lbs. Right side- 2 trailing coils, left side- 5 trailing coils diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 47.62 kgs. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : vaginal discharge,pelvic pain, vaginal itching,uterine prolapse quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Events ¿¿ mood swing, abnormal bleeding (menorrhagia)/ heavy bleeding, vaginal infection, depression, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, back pain¿, outcome of the events ¿dyspareunia, migraines / headaches, abnormal bleeding (menorrhagia),nausea, fatigue¿ were updated to ¿recovered/resolved¿ and outcome of the events ¿pelvis pain, back pain¿ were updated to ¿recovering/resolving¿, reporters ,concomitant drugs and concomitant conditions, historical drug were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('organ and/or tissue perforation / device migration'), pelvic adhesions ('pelvic adhesion') and genital haemorrhage ('general abnormal bleeding') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included uterine prolapse, prolapsed cervical disc, vaginal discharge abnormality, withdrawal bleeding irregular, bacterial vaginosis, vaginal itching, vaginal mucosal blistering, candida vaginal, herpes simplex keratitis, vaginal burning sensation, paratubal cyst, right lower quadrant pain, chills, abdominal pain, cholelithiasis and hemostasis. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to(B)(6)2011 for birth control as well as nsaids since (B)(6)2011 and paracetamol (acetaminophen) since (B)(6)2011. On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced pelvic pain ("physical pain / pelvic pain"), anxiety ("emotional anguish/mental anguish"), mood swings ("hormonal changes describe: mood swing"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression / psych injury"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), back pain ("back pain") and pelvic adhesions (seriousness criterion medically significant), 22 days after insertion of essure. On (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/ heavy bleeding"). On (B)(6)2012, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On (B)(6)2014, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6)2016, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant) and urinary tract infection ("uti"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal of essure inserts and lysis of adhesion). Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, menstrual disorder, anxiety, mood swings, vaginal infection, depression, dysmenorrhoea, vaginal discharge, weight increased, pelvic adhesions and abdominal pain outcome was unknown, the pelvic pain, menorrhagia, migraine, nausea, dyspareunia, fatigue, genital haemorrhage and urinary tract infection had resolved and the back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic adhesions, pelvic pain, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 123 lbs. Right side- 2 trailing coils, left side- 5 trailing coils plaintiff received treatment for pain, bleeding, bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 47.62 kgs. Hysterosalpingogram - on (B)(6)2011: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : vaginal discharge,pelvic pain, vaginal itching,uterine prolapse quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on 3-sep-2019: ppf received. Reporter's information was updated. Added event abdominal pain, general abnormal bleeding, psych injury clubbed with event depression, uti. Updated outcome of event pain, bleeding, bladder/urinary from unknown to recovered/resolved. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.